Event description:
During a pci procedure involving a calcified and 100% stenotic lesion in the proximal portion of the rca, the maverick otw balloon ruptured at 6 atms on the initial inflation. A conquest pro guide wire and an 8f kamino jr4sh guide catheter were also used in the procedure. No patient injuries or complications were reported.